Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, breast mass. Concomitant products: right-mentor memorygel 550cc silicone breast implant, ref 3505504bc, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast surgery with mentor memorygel 550cc silicone breast implants which the report indicates that patient left side has pain and discomfort. Lump, hernia form, grade ii ptosis. Mammogram was performed a week before, but did not confirm any complications related to implants. The grade ii ptosis was confirmed by health care professional. As a result patient had the device explanted on (B)(6) 2019.